Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an infection, and had this implantable cardiac defibrillator system implanted to replace a previous system. The patient expired approximately one month later. The exact details of the infection and circumstances surrounding the death have been requested and not yet received. The cause of death has been requested and not yet received. No complaints or allegations have been against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information has been requested and not yet received about this event.

Event description:
It was reported that the patient had an infection, and had this implantable cardiac defibrillator system implanted to replace a previous system. The patient expired approximately (B)(6). The exact details of the infection and circumstances surrounding the death have been requested and not yet received. The cause of death has been requested and not yet received. No complaints or allegations have been against the device. It has been further reported that the patient had a heart transplant and the system was implanted after the transplant. On the day of death the patient had multiple ventricular fibrilation episodes that were treated appropriately, however some atrial undersensing was noted. Possible atrial lead dislodgement was suspected. No evidence suggests that the device was related to the death.